Event description:
During product service by a field service technician, a flogard infusion pump was found to have a broken door and damaged latch roller. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The broken door and damaged latch roller were identified during visual inspection. The cause of the condition was not determined. To correct the condition, the pump head door assembly and latch roller were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.